Manufacturer narrative:
The field service engineer (fse) visited the customer site and conducted cross-functional tests on both mrx defibrillators. Subsequently, the ac power module field replacement kit was replaced.. System and functional tests were carried out according to the manufacturer's specifications, yielding positive outcomes. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the power supply is faulty.